Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was emitting beeping tones. Follow-up by the clinic revealed that the ICD was unable to communicate with a programmer and the no tones were able to be elicited with the application of a magnet.